Event description:
It was reported that a malfunction occurred on the pump with malfunction code 12. There was no adverse impact to the customer's blood glucose level. The caller was unable to reset the pump at that time and planned to call back later when ready to reset it.